Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection. A surgical procedure was performed to remove the ipp. No further patient complications were reported.